Event description:
A nurse reported that an unusual noise was noted from the fluidics module while in quad and sculpt mode during a procedure. The noise was heard especially when the surgeon would release the footpedal. The nurse also reported no vacuum was available. An alternate system was used to complete the procedure. There was no patient harm reported.

Manufacturer narrative:
The company representative examined the system and was unable to duplicate the customer reported problem. The system was then tested and met product specifications. No system messages were observed in the event log. No samples were returned for evaluation and no additional information has been provided related to this event. For this reason, steps could not be taken to duplicate or confirm the reported event. The root cause is unknown. (B)(4).